Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, there was a delay of the procedure. The physician reported "stiff connector on y-connector, preventing guide catheter control during pci" and elected to exchange the y-adapter. The procedure was completed with the same guide catheter and a non-bsc y-adapter. The procedure was prolonged by 20 minutes as a non-bsc replacement y-adapter was not readily available. The patient's current condition is listed as "stable."